Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy peritoneal effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. On the same day, the patient was hospitalized. On an unreported date, the patient was treated with unspecified antibiotics (route, dose, frequency and duration not reported) for peritonitis. At the time of this report, the patient continued to be hospitalized. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported the patient did not respond to peritonitis treatment. The peritoneal dialysis catheter was removed and dianeal therapy was discontinued thirty-three days after the onset of peritonitis. On the same day, the patient was discharged from the hospital. The patient was reported to have not recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.